Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a healthcare provider (hcp) indicated the patient was a (B)(6) gentleman with a synchromed ii pump. The author noted it was thought catheter was not in the intrathecal space and possibly migrated a bit. They clinically thought it might have migrated. The hcp wanted to take the pump out in a couple of months. It was noted the pump was fine. The patient was replaced with oral oxycodone as an intervention and doing much better now. No diagnostics were performed. It was noted the hcp might take out the device or might leave it in.

Manufacturer narrative:
It was not possible to match this event with any previously reported event.

Event description:
Aiyer, r., jain,. V., bhatia, a., mekinulov, b., gungor, s. Rare presentation of intrathecal morphine withdrawal psychosis. Pain management. 2017. Summary: we report a case of a (B)(6) male patient with intrathecal morphine pump failure who presented with psychosis as part of a clinical presentation of opioid withdrawal. The patient was being treated for chronic back pain with an intrathecal morphine pump for several years. The patient spontaneously started to experience psychotic symptoms which included disorganized thinking, delusional thoughts, paranoia, auditory and visual hallucinations. Upon interrogation of intrathecal pump, it was found not to be functioning, thereby not delivering intrathecal morphine. After opioid rotation with administration of oral oxycodone, the patient¿s psychosis improved dramatically within a few days, clinically confirming psychosis due to morphine withdrawal. Therefore, it is important for physicians to consider opioid withdrawal in patients experiencing isolated psychosis. Reported events: a (B)(6) male with no past psychiatric history presented to the emergency department with psychotic symptoms, including disorganized thinking, paranoia, delusional thinking, auditory and visual hallucinations. As per collateral history from the daughter and wife at the bedside, for two days prior to admission the patient had been religiously preoccupied, experiencing auditory hallucinations, speaking to himself, yelling that he "needs to be with god," and expressing guilt. During the psychiatric evaluation in the emergency department, the patient was asking to speak to his dead brother and parents, having conversations with himself, internally preoccupied and staring into the sky. He was quite paranoid about the people in the room, with illogical thinking and being quite uncooperative during the psychiatric evaluation. As per the brief psychiatric rating scale, the patient scored 72 in the emergency department, confirmed the presence of psychosis. The patient had a past medical history of herniated disc secondary to a workplace injury 25 years ago, spinal cord compression (chronic lower back pain secondary to motor vehicle accident) and seizure disorder. For his pain, he was treated with intrathecal morphine pump, simple continuous rate for the past 7 years with a dose of 31.957 mg/day. In addition, the patient was treated with baclofen 10 mg orally every 6 hours (for the past several years) for spasticity, as well as primidone 50 mg orally every 8 hours (for his seizure disorder). The patient denied any recent substance use, including illicit drugs, which was confirmed with a negative urine drug toxicology screen. The patient was admitted to the inpatient medical unit, and the consult-liaison psychiatry team was involved with daily monitoring of psychiatric symptoms. The neurology team evaluated the patient, and did not feel the presentation was secondary to a neurologic etiology or related to his history of seizures. Eeg was within normal limits and neurologic examination revealed no focal neurologic deficits. It was recommended to discontinue primidone and baclofen, as these medications could have possibly contributed to the clinical presentation of psychosis. However, even after these medications were discontinued, the patient continued to have clinical presentation of psychosis, and no clinical improvement was observed despite the psychotropic medication (quetiapine 200 mg at bedtime). Pain management consultation was requested to evaluate the patient during his inpatient admission. After evaluation and interrogation of the intrathecal drug delivery system as an outpatient by the pain management physician, it was determined that there was a failure of medication delivery from the intrathecal pump, as a result causing withdrawal from morphine. The patient was then started on oral oxycodone, 10 mg every 8 hours. Dramatic improvement of the patient's psychosis was observed over the next few days, scoring 18 on the brief psychiatric rating scale. That dramatic improvement was a pharmacological confirmation that the patient was in fact in withdrawal from morphine. On follow-up, the patient continued to improve, returning to baseline 7 days after initiation of oral oxycodone, with complete resolution of psychiatric symptoms. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.